Event description:
It was reported that the patient comes to emergency room with battery problems. The patient reports an acoustic high-priority alarm, red alarm-led on the controller, both battery indicators of the controller do not light up. It was also reported that when the buttons on the batteries are pressed, no light is present. When both batteries were disconnected and the reconnected everything appeared normal. It was also reported that "the log-files identified the event as well as power loss and power up. There was no alarm is recorded." There were no reported effects on the patient. The controller and batteries was returned to the manufacturer and received for evaluation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The devices were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed a controller power up event, indicative of a disconnection of both power sources, on the date of the reported event. Analysis of the devices revealed that the devices met specification; the devices passed visual inspection and functional testing. The reported alarm/fault event of the controller could not be duplicated at bench level; all alarms worked as expected. Additionally, log file analysis did not reveal any high priority alarms logged on or near the reported event date. This observation correlates with the reported event and would explain why an alarm was not logged; a loss of power to the controller does not register a no power alarm in the controller logs. The controller logs only registers a controller power up once power is resumed. Log file analysis revealed premature switching events after the reported event date, however, this is considered an incidental finding not related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with battery no-power can be attributed to a power anomaly within the battery. The cause of the reported event could not be conclusively determined; a possible root cause is a power anomaly within the battery. (B)(4). No additional information will be forthcoming.

Manufacturer narrative:
Pump remains implanted. The devices were received by the manufacturer for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Controller & batteries received (B)(6) 2015.